Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy.

Event description:
In 2007, patient underwent aaa repair using one flex main body graft and two iliac leg grafts. Then the following month, an endoleak was detected. After trying to determine if this was an endoleak or a defect in the graft material, it was determined that it was an slightly posterior proximal type I endoleak. One main body extension was used with a positive outcome.